Event description:
Patient had nephrostomy, with unusual slender growth and deep situated liver and unusual liver flap anatomy underwent treatment of a right site located middle uretal stone. Treated with 3000 shocks and up to 85%. Treatment uneventful apart from pain above 70% and after additional anesthesia, treatment completed. After eswl, patient suffered from continuation of pain. Hematoma diagnosed. Patient underwent surgery and liver perforation of 2cm diameter found and glued during surgery. Patient left hospital shortly after surgery.